Event description:
Routine complaint investigation when a consumer reported receiving low reading of 162 mg/dl on the blood glucose monitor when compared to the laboratory venous result of 270 mg/dl. The values, when plotted on a clarke error grid fell into the "d" zone showing the difference in results to be clinically significant. There has been no report of death, serious injury or mistreatment associated with the event.